Event description:
Additional information was received that the patient was brought into the clinic and testing after turning the rate response trend off did not find any out of range measurements. The noise and out of range measurements were thought to be due to minimal movement of the lead in the header of the implantable cardioverter defibrillator (ICD). The device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient was brought into the clinic and testing after turning the rate response trend off did not find any out of range measurements. The noise and out of range measurements were thought to be due to minimal movement of the lead in the header of the implantable cardioverter defibrillator (ICD). The device and lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issues an alert for high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead. Review of the electrogram (egm) found oversensing of the minute ventilation feature. Boston scientific technical services (ts) suggested programming off the rate response trend feature and performing isometrics and pocket manipulation to test the integrity of the lead. The field representative will attempt to obtain further information from the clinic. The ICD and ra lead remain in service and no adverse patient effects were reported.